Manufacturer narrative:
The insulin pump had a ghostly display due to a unaligned lcd driver. No unexpected blank display was noted during testing. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by the customer that their insulin pump display screen was blank and the device was alarming. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated the display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 89 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)